Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had seen their dentist for the first time that they had started byte and they were informed that they should not use the aligners due to severe gum disease.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.